Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported paramedics and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been seen by the rescue squad with hypoglycemia. The patient's blood glucose levels reached 23 mg/dl while wearing the pod. The patient was unconscious and was not responding to command or touch. The patient was treated with IV fluids and glucose drip. The patient was released the same day. The pod was worn when seeking medical attention.